Event description:
It was reported that the device cut but did not staple. A second reload used to complete case. No patient consequence reported.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that the tct75 device was received instead of a tlc75. The device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.